Event description:
It was reported that the user experienced hypoglycemia with a reported glucose value under 50 and self-treated with oral glucose, with the cause unclear. Symptoms included low blood glucose. Outcomes included no reported hospitalization or long-term impact. Investigation included a review of the available event details. Investigation of this case revealed insufficient information to identify a device malfunction or use issue. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.